Event description:
A prodisc-l implanted at l4-l5. Pt has complained of chronic pain ever since. All x-rays appear normal and the implant does not appear to have failed in any way. Revision is scheduled and surgeon is planning a lateral removal. This is report #2 of 3 for the same event.

Manufacturer narrative:
Review of the manufacturing record for this lot found the parts met all visual and dimensional specifications and no non-conformities were found. Raw material records were reviewed for correct type, size, grade, and shape and no discrepancies were found. The material was found to conform to all dimensional, chemical content analysis, and recertification specifications. Hospital for special surgery evaluated the device. Results are consistent with current investigations.